Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00568. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with morcellation of fibroids, a&p colporrhaphy, vaginal colpopexy, and hydro distention of the bladder. It was reported that the patient underwent excision of vulvar cyst on (B)(6) 2012 due to persistent vulvar cyst. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. It was reported that patient had a sling implanted with a partial hysterectomy. Due to vaginal/pelvic pain, dyspareunia, bleeding and recurrent infections the patient had a mesh revision procedure on (B)(6) 2011 and removal on (B)(6) 2011.